Event description:
Information was received from a patient who was receiving intrathecal unknown morphine (concentration and dose unknown) via an implantable pump for non-malignant pain. It was reported that the patient was going to have the pump removed because it was very uncomfortable for them. It was noted they have not had any success with the pump since implant. The patient reported they chose to not get the pump refilled and now it was alarming. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.